Event description:
Abbas, 2016 ¿ predictors of outcome for endoscopic colorectal stenting: a decade experience. A retrospective review was conducted of all endoscopic stenting procedures performed by a colorectal surgeon at a tertiary referral institution between 2003 and 2013. Main outcome measures included technical success, clinical success, complications, and predictors of outcome. 16 cases of perforation requiring intervention. Required intervention.

Manufacturer narrative:
PMA 510k #k163468. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k163468. Device evaluation: the 16x evolution® colonic controlled-release stent - uncovered device of unknown lot number and rpn involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a the journal article ¿predictors of outcome for endoscopic colorectal stenting: a decade experience¿ to capture 16 cases of perforation. The following were also raised in response to this pmcf study/journal article: ¿ (B)(4) ¿ abbas 2016 obstruction. ¿ (B)(4) ¿ abbas 2016 failure of stent expansion. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: as per the IFU (ifu0052), perforation is a known potential adverse event associated with gi endoscopy ¿those associated with gi endoscopy include, but are not limited to: perforation, hemorrhage, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest.¿ there is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to and known procedural adverse events. As per the IFU, it is known that perforation is a known adverse event associated with gi endoscopy. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 16x used devices. Summary of investigation: according to the journal article, the most common reason for operation was obstruction followed by perforation. As per the article, (B)(4) patients died within 30 days. Clinical input deemed the perforations as a procedural adverse event and subsequently the patient deaths as a cascading effect of the perforation. Therefore, the patient death was deemed un-related to the evolution stent in this study. Furthermore, it is not confirmed in the study if it was a cook stent or a competitor¿s stent that was placed in the patients who died due to perforation. Corrective action/correction complaints of this nature will continue to be monitored for potential similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-jun-2024.